Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00403. A facility reported a cerelink sensor (ID (B)(4)) was reading negative 99 and patient monitor icp express (ID (B)(4)) reading positive 126. Basic kit (ID (B)(4)) was used, and physician described tunneling the sensor correctly. Opening pressure was 1 to 2. The physician then disconnected it from the monitor and placed the non-sterile portion in a sterile glove so that he could close. He said the brain was ¿sunken in¿ when he placed the bone flap. He noted when he removed the sensor connector from the glove that some fluid (blood and saline) was inside the glove, but he shook it off and dried the sensor with a towel. When the sensor was plugged into the monitor after the patient reached the ICU, icp express (ID (B)(4)) displayed the zero transducer prompt, so the nurse helping settle the patient hit the blue zero transducer button. The integra's clinical specialist asked the surgeon if the sensor appeared to be in the same place as before the patient left the or. He said there may have been 0.25 cm difference, but he had placed it 2 cm into the parenchyma, and sutured and stapled it in place. Later when integra's clinical specialist spoke with the nurse and went through the monitor pairing process, the icp express displayed the correct zero reference number, however the icp express mean and phillips mean never matched. Patient deceased (according to reporter; expected secondary to injury) the patient had a traumatic injury falling from standing position.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The icp express (ID 826634) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was requested and it was determined that the product was not causal to the patient¿s death. The patient suffered from a severe intracranial injury and was already in a critical state with end of life care at the time the cerelink was implanted. As reported, brain herniation was expected. Four days after the initial complaint report, it was communicated that the patient had died secondary to their injury. Herniation usually results in the demise of severe traumatic brain injury.